Event description:
It has been reported to philips that the device's footswitch needed to be replaced, as it was not working. The device was in clinical use at the time of the event. There was no reported patient or user harm. The philips field service engineer replaced the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working as the cine button was not being pressed intermittently. Analysis of system log file does not show any errors related to the reported issue. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.